Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported by the exactech truliant knee clinical study, the patient had an initial right tka on (B)(6) 2017. The patient presented on 06-apr-2023 polyethylene wear without evidence of osteolysis. The patient complains of popping and catching sensations and appears to be experiencing early issues in relation to the polyethylene causing bone reabsorption of the medial aspect of the tibial plateau. The case report form indicates that this event is definitely related to device and not likely related to procedure. Outcome is continuing. Patient was consulted and advised to have reivions. Patient would like to consider her options prior to committing to surgery.

Manufacturer narrative:
(H3) pending evaluation; (d10) concomitant device(s): (B)(6): 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5; (B)(6): 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t; (B)(6): 02-012-60-1440 - tru stem ext 14mm x 40mm; (B)(6): 200-02-35 - three peg patella 35mm.